Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "an epicardial pacing safety net: an alternative technique for pacing in the young." Cardiol. Young. 2009;19(3):228-232.

Event description:
A journal article was reviewed that contained information regarding this lead. Eleven patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead fracture, unacceptable thresholds, infection, exit block, and intermittent capture. The leads were replaced. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.